Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the would not stay up and just spontaneously deflate. The event occurred during surgery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On may 1, 2018, it was reported that the device could not control perimeter to control pressure. The device would not stay up and just spontaneously delate. The event occurred during surgery. There was no harm or injury reported. The surgery was delayed less than 30 minutes to get another device. The customer returned an a.t.s. 1200 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated a.t.s. 1200 tourniquet serial number (B)(4) once as documented in the repair reports in livelink. The last repair was july 10, 2015 where it was reported that device required repair and the battery and mounting feet were replaced. This is not a related issue. Product review of the a.t.s. 1200 tourniquet by zimmer biomet surgical on may 21, 2018 revealed that the control knob was spinning freely which was not changing the pressure or time value. The rear housing was damaged. Repair of the a.t.s. 1200 tourniquet was performed by zimmer biomet surgical on may 21, 2018 which included replacement of the rear housing and control panel. A.t.s. 1200 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the control knob was damaged which caused the pressure and time value to not be stable. The cause of the pressure issue and the device spontaneously deflating was due to the damaged control knob. The root cause of the pressure issue and the device spontaneously deflating could not be determined with the provided information since it unknown how the damaged occurred. The issue was resolved with the replaced control panel. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 1200 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.